Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that he experienced low blood glucose which resulted in emergency medical services being dispatched to his home on (B)(6) 2024 at 2 am. Blood glucose reading at the time of event was 27 mg/dl. Low blood glucose was treated with glucose/carb intake. Reportedly, the customer alleged that the hypoglycemic event was due to an over correction. The customer was using the insulin pump system within 48 hours of the reported event. Smartguard feature was active at the time of incident. Troubleshooting was performed. The customer stated that the pump's programming was accurate. Reservoir was showing the same amount of insulin as shown on the status screen. Customer will not continue to use the pump. Pump returned under case-2024-00315750 for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 27 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. Troubleshooting was performed. The event involved product(s) mmt-1884l, unomedical, mmt-7040a, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return was required for mmt-1884l. No product return was required for unomedical. No product return was required for mmt-7040a. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.